Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found half of plate and half of optic torn off and missing. Both sides of the optic and haptic were checked for rough/sharp edges. Edges were found to be acceptable. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was not lens related but due to the surgeon's technique. (B)(4).

Manufacturer narrative:
(B)(6), birthdate (B)(6) 1943. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4204vl silicone single piece lens in the patient's left eye. Lens was removed due to capsule bag ripped. The lens was cut to remove from the eye, no enlarged incision. A vitrectomy was performed and an aq lens was implanted. No suture was needed. Reporter stated cause of this incident was due to physician technique. No product allegation.